Manufacturer narrative:
Analysis of the log files from the AED did not identify a cause for the AED not powering on. The log file showed the AED operated as designed.

Event description:
A customer reported their AED would not power on, but it powered on with a spare battery. They reported this did not occur during patient use.